Manufacturer narrative:
Device evaluation: neither samples nor pictures were received for the analysis of this complaint. The device history record of reported lot number was reviewed and it was confirmed that no non-conformities were reported during production.

Event description:
It was reported that the warming sets were defective. The issue delayed therapy to the patient. There was no patient involvement and no adverse event reported.

Manufacturer narrative:
B3: date of event is unknown; no information has been provided to date. H3: device not returned to manufacturer. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.